Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that a real intelligence robotic drill is defective. It presents the continuous ¿clicking¿ sound when attempting to unlock the handpiece in order to insert the bur; however, it does not fully unlock and caused the following error: "critical error - the system has detected that launcher exited due to a configuration error." As this happened upon lab/demo, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The cori, real intelligence robotic drill, part number rob10013, sn (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was not confirmed. A kpc test and case were completed multiple times without error. The drill was taken apart for further investigation and the drill¿s exposure motor was checked with a fluke multimeter. The exposure motor passed all checks and was put back into the drill. Another kpc test and case were ran and both passed without error. The drill is functioning as intended. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an intermittent exposure motor. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. Prior escalation actions are not applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.